Event description:
Following stock review a discrepancy of 2 additional components were identified for lot 7dd49-1 (quantity 6 per manufacturing records; however, 3 held at signature orthopaedics and 5 distributed to customer). Also during stock review it was found that there was a discrepancy of 2 less components for lot 7c134 (13x of origin stem 111-18-1201, entirely held at signature orthopaedics warehouse). It is proposed that 2 parts from lot 7c134 were incorrectly packaged under lot 7dd49-1.